Event description:
Healthcare professional reported right side "rupture confirmed via MRI'. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side "rupture. Confirmed via MRI'. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, an opening in the posterior assessed, as to a fold flaw opening. Also, around to the opening have non-penetrating nicks. Additional observations: 40 mm dark patch edge material.